Event description:
It was reported that the patient experienced a fall unrelated to the device, which resulted in kinking of the lead tails and outward protrusion, as confirmed by imaging. The patient experienced tenderness when sitting back and was given medical intervention. It was reported that the medication provided temporary relief. No further information could be obtained.